Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular lead exhibited a shock impedance measurement of 0 ohms. It was noted that the patient had experienced a car accident. The patient had seen his chiropractor and had used a transcutaneous electrical nerve stimulator (tens) unit. Technical services (ts) discussed the shock impedance could be due to electromagnetic interference from the tens unit. Ts recommended the patient send a patient initiated interrogation from their home monitoring system for a current measurement. Additional information is being requested from the field. The lead remains in service. No adverse patient effects were reported.